Manufacturer narrative:
Section d4: the lot number provided in the initial report was incorrect. The lot number of the product is unknown. Manufacturer's investigation conclusion: the reported event of a broken pin in the patient cable was confirmed. The patient cable was not returned for analysis; however, visual inspection of the returned hm3 system controller, serial (B)(6) , confirmed the broken pin of the patient cable that was stuck inside the controller¿s white power cable connector (reference MFR # 2916596-2021-05062). Per provided information, the patient cable will not be returned for evaluation and lot number cannot be provided. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The power module IFU under precautions section stated to not force together connectors without proper alignment. Forcing together misaligned connectors may damage them. The heartmate 3 lvas patient handbook section 3 - powering the system and the heartmate ii lvas patient handbook section 3 - powering the system instruct users to not join misaligned connectors, and to use care when connecting and disconnecting power sources. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient lost communication with the system monitor on (B)(6) 2021 and was unable to connect to the white power cable on to the backup power module equipment. Upon inspection it appeared that the pins broke off from the white power module power cord into the primary controller which is why they were unable to make power connections. The hospital changed out the primary controller and replaced it with the patient¿s backup controller. Since the controller change, there has been no further power issues noted. No additional information provided. Related manufacturer report number controller: MFR # 2916596-2021-05062.